Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 87 mg/dl at the time of the call. The customer experienced the low while driving in the rain. The customer was given glucose tablets to treat. The customer experienced symptoms such as mental confusion and blurry vision. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump was possibly exposed to a magnetic resonance imaging machine. Customer was also having issues uploading the pump to carelink. The insulin pump will not be returned for analysis.